Manufacturer narrative:
The product was not returned for analysis. Two photos were provided. Both photos show the cartridge being held over the eye. Viscoelastic was observed in the cartridge. The cartridge tip had heavy stress and was split on the right side. The cartridge foot tabs were slightly visible at the bottom of the second photo. This indicates the cartridge was a company cartridge. Unable to determine what model it was from the provide photos. Qualified associated products were indicated. The company cartridge was not returned. Based on the provided photos the cartridge tip was damaged. The root cause for the observed damage could not be made from the photos. Tip damage may occur if the lens and plunger are not in proper positions for advancement. The IFU instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Photo review: photo#1: shows the cartridge being held over the eye. Viscoelastic is observed. The tip has heavy stress and is split on the right side. Photo#2: same view as photo #1. Foot tabs are slightly visible at the bottom of this photo. This indicated the cartridge is a company cartridge. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the intraocular lens implantation a crack was observed on the cartridge after implanting the lens. As a result of this the lenses were scratched. The surgery was completed on the same day with a back up cartridge.